Event description:
It was reported that restenosis occurred requiring additional intervention. The 75% stenosed target lesion was located in the left anterior descending artery (lad). A 2.50 mm x 30.00 mm agent dcb was deployed as treatment. 7 months later, the patient presented with an increased frequency of chest pain. The following month, the patient was hospitalized and a coronary angiogram (cag) revealed in-stent restenosis of the mid to distal segments of the lad. A non-boston scientific (bsc) drug coated balloon was used and treatment with aspirin, dual antiplatelet therapy (dapt) and prasugrel was initiated. The chest symptoms persisted after discharge, leading to rehospitalization and treatment with nicorandil and bisoprolol 2 weeks later. Symptoms improved, however a repeat cag was considered necessary and completed 4 days later. The results revealed in-stent restenosis of the lad distal segment requiring implantation of a non-bsc drug eluting stent. Complete resolution of the patient's chest symptoms was not achieved, but nitroglycerin was effective and dapt was continued on an outpatient basis. The patient presented 3.5 months later with recurring symptoms, resulting in immediate hospitalization and a cag the following day. In-stent restenosis of the mid to distal segments of the lad was observed and a non-bsc drug coated balloon was used. Due to repeated restenosis, a metal allergy was considered, but no further intervention was performed due to the initiation of steroid treatment for rheumatoid arthritis.